Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam scope could not be removed from the aquabeam handpiece and is completely stuck despite troubleshooting attempts. The treating surgeon subsequently decided to complete the procedure with transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam scope was returned for investigation stuck inside of an aquabeam handpiece. Upon inspection, it was observed that the aquabeam scope was seating in the wrong hole, causing the reported failure. The root cause is user error as the investigation indicates that the aquabeam handpiece was docked to an aquabeam motorpack before complete scope insertion. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam scope / lot number 2105/s0034 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. With the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. Retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. Using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.